Event description:
It was reported that during an unknown procedure, there were malformed staples. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.